Event description:
It was reported that post stent deployment haziness at the proximal edge of the stent occurred. The target lesion was located in proximal left circumflex artery. A 16mm x 2.25mm promus premier select drug-eluting stent was successfully deployed. However, the physician observed haziness at the proximal edge of the stent. The same product was used to cover it and the procedure was completed. No patient complications were reported, and the patient was stable.

Manufacturer narrative:
B5. Describe event or problem: updated. H6. Patient code corrected to no clinical signs, symptoms, or conditions. H6. Device code corrected to activation failure including expansion failures.

Event description:
It was reported that post stent deployment haziness at the proximal edge of the stent occurred. The target lesion was located in proximal left circumflex artery. A 16mm x 2.25mm promus premier select drug-eluting stent was successfully deployed. However, the physician observed haziness at the proximal edge of the stent. The same product was used to cover it and the procedure was completed. No patient complications were reported, and the patient was stable. It was further reported that the stent was partially opposed to the vessel wall. No patient injury was reported and the patient was stable after the procedure.